Event description:
It was reported a clearlink system - non-dehp solution set with duo-vent spike detached and subsequently leaked. After an unspecified infusion completed, the nurse disconnected the non-baxter tubing from the y-site of the baxter set. After an unspecified amount of time, the nurse returned and observed blood-stained sheets and blood squirting out of the lowest y-site needless port. It appeared the ¿the plastic one-way valve in the needless port¿ detached. The patient then experienced tachycardia, tachypnea, dyspnea on exertion, and was febrile. It was not reported what medical intervention was provided; nor, was it reported the outcome of the patient. No further information was available at the time of this report.

Manufacturer narrative:
Unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.